Event description:
It was reported on (B)(6)-2012 that the patient's implantable neurostimulator (ins) had flipped, and had started flipping in the several weeks before the report date. Additional information received on (B)(6)-2012 reported that the patient had been complaining about the ins "flipping." The patient's physician decided to revise the ins and found an infection at the pocket site. Large amount of pus were present. The leads were extremely tangled, and indicated "twiddler's syndrome." The ins and the leads were removed from the patient, and no obvious signs of perforation were found in the stomach wall. It was noted that erosion could have induced the post-operative infection. Exact explant date was unknown at the time of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 435135 lot#: serial#: (B)(4) implanted: 2012-(B)(6) explanted: product type: lead product ID: 435135 lot#: serial#: (B)(4) implanted: 2012-(B)(6) explanted: product type: lead. (B)(4).